Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post implant interrogation, the implantable cardiac monitor exhibited an error message. After a device software download, normal device function resumed.